Event description:
A customer contacted beckman coulter, inc (bci) regarding an erroneously high troponin (accu tni) result that was generated by the unicel dxl 800 access immunoassay system for a single pt sample. Initial result of 0.57 ng/ml was reported out of the lab and questioned by the ER physician. The customer re-tested the original samples and repeated result was 0.06 ng/ml. The customer did not report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to the event. The customer had not had any issues with other pt results and assays. No errors have been posted to the event log. The specimen was collected in a bd, 13x100 lithium heparin tube and was centrifuged at 3,000 rpm for 6 mins. Samples are processed via the automation line. Accu tni samples are aliquoted on the line and the aliquot tubes are then sent to the instrument. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered that aspirate probe was clogged and was replaced. The fse performed type 1 hardware verification testing and all results passed within specifications. The fse verified the instrument per established procedures. Hardware issue addressed by the fse may have contributed to this event. However, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.